Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and good faith efforts. The e2/e3 and g2 field were corrected based on information available at the time of the initial submission. The customer provided the following information with regards to reprocessing: the device was disinfected in the medivators prior to sending to olympus. The black material was found when the scope was opened for a urology procedure. The customer had no idea what the foreign material was. There was no delay in the start precleaning. Water was aspirated through the instrument channel. There were no abnormalities with manual cleaning. The endoscope was not presoaked in the detergent solution. The instrument channel outlet was wiped/brushed with clean lint-free cloths, brushes or sponges. The instrument channel, instrument channel port and suction cylinder was brushed. There were no other concerns with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, no foreign matter could be identified. The root cause of foreign matter remaining in the equipment could not be identified. The suggested event is detectable and preventable by handling the scope in accordance with the instructions for use: cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the black substance was coming from the cysto-nephro videoscope. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found the bending section cover glue was peeled, the plastic distal end cover was detached, the ethylene oxide (eto) valve label was peeling, and there was a crack on the insertion tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.